Manufacturer narrative:
One smiths cadd-legacy 1 pump was returned for analysis. Three different accuracy tests were performed. The test revealed the accuracy was high and out of the pump's delivery accuracy manufacturing specifications. The cause of the issue was unable to be determined but it's recommended that the expulsor be replaced with lcd lens.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump failed to deliver accurately by 8.5 %. It was also reported that the device has lens damage. It was also reported that there was no patient involvement.